Manufacturer narrative:
Covidien reference number:(B)(4).

Event description:
It was reported that, during setup, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. In addition, the se found the digital ground isolation test and the mix leak test had failed. The se replaced the inspiratory flow module printed circuit board (pcb), the breath delivery (bd) backplane to compressor cable and the oxygen (o2) pressure solenoid (psol). The se performed calibrations and extended self-testing on the device and all tests passed.